Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion set had a bent cannula. The customer has had many surgeries. The insulin pump alarmed no delivery. Customer's blood glucose level was 500 mg/dl. The no delivery alarm was resolved with a complete set change. She treated her high blood glucose level with syringes. The insulin pump had three cracks on the casing. She dropped the insulin pump a few times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.